Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 18290456.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration and high impedances on the leads. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.